Event description:
It was reported the subject device had a very dark image. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was return to olympus for evaluation and the customer's allegation was confirmed. There was a poor color image due to a faulty charge-coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: cracked connector . A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.